Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left femur was revised due to a broken gmrs stem with porous body (break occurred at the junction of the stem and porous body) after a patient fall. The patient was revised to an 11x127 stem without body and an extension piece. Rep reported that no further information will be available.